Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient experienced urinary incontinence due to an artificial urinary sphincter (aus) that was not functioning properly. The pump and cuff were explanted, and the balloon was left in place. Several months later, the balloon was explanted, and a new aus device was implanted. No further patient complications were reported in relation to this event.